Manufacturer narrative:
There were no physical samples or pictures provided for evaluation. The complaint shall be reopened and updated if a sample is received at a later date. A device history record (DHR) review could not be performed because the lot number provided is not a valid lot number, there should be 10 digits, not 11. Since no samples or photos were received for evaluation, the reported issue could not be confirmed. The manufacturing process was reviewed. All process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition; as well, there have been no similar cases detected in our manufacturing process for this issue. Based on all available information, no actions are required at this time. The current process is running according to product specifications and meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.

Event description:
The customer reported that the patient had a 20fr gastrostomy tube placed on the (B)(6) 2021. The patient presented to the emergency department on (B)(6) 2022. The tube had broken in half at the retention skin disc level. About 4cm of tubing was left in the patient, which they believe he will pass via normal bowel movement. The patient received a replacement gastrostomy tube on the same day.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded

Manufacturer narrative:
Based on additional information received on (B)(6) 2022 the following sections were updated: the patient's age was added to section a2 age at the time of event; additional information was added to section b5 describe event or problem.

Event description:
The customer reported that the patient had a 20fr gastrostomy tube placed on the (B)(6) 2021. The patient presented to the ed on (B)(6) 2022. The tube had broken in half at the retention skin disc level. About 4cm of tubing was left in the patient, which they believe he will pass via normal bowel movement. The patient received a replacement gastrostomy tube on the same day. Additional information received from the initial reporter on (B)(6) 2022 stated that they followed up with the patient twice. The patient is doing well but was unable to tell if the gastrostomy tip was in the bowel movement. The patient reported no abdominal pain and no nausea. The new 20fr feeding tube is working well, patient is tolerating feeds.